Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization. It is to be noted that the device was used off-label.

Event description:
It was reported by the patient's legal guardian that the patient had been hospitalized with hypocalcemia at (B)(6) hospital on (B)(6) 2025. The patient with hypoparathyroidism was using omnipod dash off-label, with the pod filled with parathyroid hormone instead of insulin. The pod was worn between between 25 and 36 hours on the arm. It was reported that the pod was leaking, causing a visible stain inside the pod. The pod leakage was reported to have led to the patient's hospitalisation per the patient's doctor (dr (B)(6)). Symptoms include cramping, ticking sensation, weakness, headaches, irregular heart rhythm, stiffening in hand muscles, and declining blood calcium level. The patient was treated with intramuscular parathyroid hormone injection and calcium infusion. The patient was discharged the next day on (B)(6) 2025.